Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. There were no notable events or alarms, and the log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the available device history records showed no deviations from manufacturing and quality assurance specifications. The heartmate 3 lvas IFU is currently available. Infection is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Driveline infection was ruled out (negative cultures) and no immediate infection was identified. The driveline velour was exposed due to patient weight loss. The patient was discharged from the emergency room to follow up with home facility.

Manufacturer narrative:
This information was originally reported in MFR #: 2916596-2022-10463 which was determined to be a duplicate to this MFR. Updated manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and erythema could not be conclusively determined through this evaluation. The controller event log file contained data from 07aug2021 to 16aug2021. The pump operated as intended at the set speed for the duration of the log file. There were no notable alarms and the log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Review of the available device history records showed no deviations from manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that there was bleeding and erythema at the patient's driveline site. The patient denied pain and odor to the site and remained afebrile. The patient also denied tugging at the driveline site but reported that she often sleeps on her right side. The patient received changes to medication/antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a heartmate 3 (hm3) patient was in the emergency room (ER). There were no alarms for this event. Driveline infection was being ruled out. The log files were submitted for review. The log file analysis revealed a few clusters of pulsatility index (pi) events as well as routine power source changes. The pump appears to be operating as intended with no other notable alarms or events recorded.